Event description:
A malfunction alarm, identified as malfunction 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions, assisted in resetting the pump, and verified that the malfunction did not recur. The customer was informed to continue using the pump and to contact technical support if the issue reappeared.